Manufacturer narrative:
Initial report indicated device was available but efforts to obtain the device were unsuccessful as the device was discarded by hospital personnel. Current information is insufficient to permit a conclusion as to the cause of the event. If information is obtained that was not available for the initial medwatch, a follow-up will be filed as appropriate.

Event description:
The patient was complaining about pain. The surgeon was worried about the rotation and alignment of the tibial components, so he revised the patient for that reason. When the poly insert was removed, minor abnormalities were noted. It is unclear whether the abnormalities were a result of the rotation and alignment issues or some other reason.